Manufacturer narrative:
Unique identifier (UDI) #: (B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for an unknown number of patient samples. The customer stated they test more than 400 samples daily. The nursing unit had called the laboratory and stated the physician questioned the sodium results. The customer checked and found the sodium and chloride results had been higher for several days. On (B)(6) 2016, the customer repeated patient samples from this time period on the same analyzer and on another cobas 6000 c (501) module analyzer. Data for three patient samples was provided. Patient 1 original sodium result was 147 mmol/l and the repeat result was 138 mmol/l. Patient 2 the original sodium result on (B)(6) 2016 was 149 mmol/l and the repeat result was 139 mmol/l. Patient 3 the original sodium result on (B)(6) 2016 was 151 mmol/l and the repeat result was 141 mmol/l. The original chloride result was 108 mmol/l and the repeat result was 98 mmol/l. The original result had been reported outside the laboratory. The repeat results were believed to be correct. No adverse event was reported. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative ran qc and precision testing which were in range. Upon follow up, the customer stated the ise assays were running with no issues.

Manufacturer narrative:
A specific root cause could not be determined. Quality controls were running in range, on or near the mean, during the time of the event. The typical cause for this type event was improper preanalytical sample handling resulting in poor sample quality and a mis-sampling of the sample. As the customer was using a too short clotting time and a too short centrifugation time, this cause was likely.